Event description:
After the balloon dilatation of the posterior cerebral artery (pca) procedure, the tiny foreign material was found in the rotating hemostasis valve (rhv). There was no reported clinical consequence to the patient.

Manufacturer narrative:
The rotating hemostasis valve (rhv) was examined for contamination with the foreign material and none was found. From the information provided the device and packaging were inspected prior to use and no anomalies were noted. Based on the information provided and the investigation results a root cause of undeterminable has been assigned to this event.

Event description:
After the balloon dilatation of the posterior cerebral artery (pca) procedure, the tiny foreign material was found in the rotating hemostasis valve (rhv). There was no reported clinical consequence to the patient.